Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 201 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.